Event description:
It was reported that a pump was alarming for a system error 322. There was no patient injury or death.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed through the history log but could not be reproduced. Eval was unable to determine the cause of the error. When evaluating known contributors to system error 322, it was determined that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.